Event description:
It was reported that balloon rupture occurred. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed twice at 14 atmospheres (atm) and 15 atm. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.